Event description:
Philips received a complaint by the customer on the v60, indicating that the device is getting an error code 1104 backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer the latest version of the service manual is version t. Biomed has confirmed the error codes in the v60 significant event log. Customer advised of possible bad cpu board causing diagnostic code 1104 (post) backup alarm failed - when the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. The rse advised to replace the mc pcba. 2. Replace the cpu pcba. 3. Replace the pm pcba. The rse dispatched a field service engineer for service and repair.

Manufacturer narrative:
H10: no repairs were completed by the field service engineer as the case has been cancelled, service no longer required per source notes. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Based on information provided and/or service performed it could not be confirmed if the unit did not meet product specifications. The case has been cancelled, service no longer required per source notes. The device was not being used for treatment when the reported event occurred.